Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and unable to prime during the prime/ test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, rewind and basic occlusion test, displacement test. Analysis was unable to perform the no delivery test due to motor error alarm. No unexpected battery/reservoir icon anomaly, filled circle anomaly or rewind anomaly noted. The motor passed motor test. The insulin pump had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call that there was a circle on the screen and they could not see how much insulin is left in the insulin pump. The customer reported that the insulin pump was also forcing to rewind. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The customer was able to clear the circle on the screen. The insulin pump will be replaced. The insulin pump was returned for analysis.